Event description:
It was reported that the screw shaft broke during insertion into posterior c2. Used 3.5 tap prior to attempting implantation of screw. Screw shaft was able to be removed using reverse threaded ez out removal tool without incident.

Manufacturer narrative:
Lot# 149619, visual analysis, device history review, complaint history review, risk assessment. The device was confirmed visually to have a fractured shank just below the tulip head. Manufacturing files were reviewed and no anomalies were found. The exact root cause of the tulip disengagement is not determined.

Event description:
It was reported that the screw shaft broke during insertion into posterior c2. Used 3.5 tap prior to attempting implantation of screw. Screw shaft was able to be removed using reverse threaded ez out removal tool without incident.